Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/04/2017 with the following findings: during testing, the battery compartment was observed to be cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. This report is made based on results of investigation completed on 5/04/2017.